Event description:
Good morning, I had a significant issue with an optiseal 6f sheath this morning during a pacemaker implant. The implanting physician was injured/cut during usage of the sheath. I am not sure what to do from here. Would someone please give me a call to discuss further.